Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D1) catalog #: unknown but referred to as a cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a celect filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
This additional information received on 27jun2018 as follows: pt allegedly received a celect filter implant on (B)(6) 2009 via the right internal jugular vein, due to deep vein thrombosis (dvt) and pulmonary embolism (pe) . Pt alleges device is unable to be retrieved, tilt, and vena cava perforation. Pt further alleges pain while sleeping, discomfort, has a difficult time lifting heavy objects, experiences significant pain when lifting anything over 20 lbs. [(B)(4), 26jul2018 ]. The implant report notes state that the implant was a gunther tulip, which appears to be an error, based on what the patient reports on the pps, which matches the nursing notes with the celect filter lot #3249185 sticker. Attempted filter retrieval via right internal jugular vein on (B)(6) 2017 was unsuccessful without complications.

Manufacturer narrative:
Device is unable to be retrieved, tilt, and vena cava perforation. Pt further alleges "pain while sleeping, discomfort, has a difficult time lifting heavy objects, experiences significant pain when lifting anything over 20 lbs. "[(B)(4), 27jul2018 ] exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). F10) patient codes: vessels, perforation of (2135) listed in IFU; pain (1994) not listed in IFU. Device codes: difficult to remove (1528) not listed in IFU ; unintended movement (3026) not listed in IFU. G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Additional information: investigation it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿unable to retrieve, tilt, vc perf, pain/discomfort". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain/discomfort is directly related to the filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ perforation/embedded. The reported allegations have been further investigated based on the information provided to date. The additional information regarding embedded does not change the previous investigation results for vena cava perforation. 20 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per computed tomography (CT) report, "infrarenal inferior vena cava filter with struts extending beyond the inferior vena cava with one extending into the lumbar spine, and one extending along the posterior duodenum, similar to prior.". Per CT report, "an ivc filter is noted below the level of renal veins with limbs projecting outside of the lumen, as noted previously.". Per CT report, "redemonstrated is an infrarenal ivc filter with extension of the legs of the filter beyond the margins of the ivc.". Per CT report, "there is an ivc filter with the majority of its struts outside of the ivc one of which protrudes into the l3 vertebral body.". Per CT report. "Ivc filter in place with a limb protrusion beyond the wall of the cava.". Per a medical opinion of imaging (various dates): "(B)(6) 2015 - ivc filter mid l1 to l2-3 - no significant migration - significant ventral tilt - sagittal 28 degrees ventrally - grade 3 perforation - filter wire abuts duodenum (max 9mm) - filter wire abuts inferior l2 (6mm) - posterior strut embedded in l2 (17mm) - left lateral strut abuts aorta (13mm) - right lateral strut abuts colon (13mm)¿ (B)(6) 2016 - ivc filter inf l1 to l2-3 - no significant migration - significant ventral tilt - sagittal 29 degrees ventrally - grade 3 perforation - multiple filter wires abut duodenum (max 15mm) - filter wire abuts inferior l2 (11mm) - posterior strut embedded in l2 (17mm) - left lateral strut abuts aorta (12mm)¿- ivc filter retrieval (B)(6) 2017 - ivc filter mid l1 to l2-3 - tilted to left 10 degrees, significant ventral tilt 19 degrees - multiple filter wires and struts outside lumen (unable to provide measurement) - unsuccessful retrieval..."..